Event description:
The patient reportedly experienced pain and severe dizziness. The doctor is treating the patient with a topical ointment (type unknown) for irritation at the headpiece site. The patient requested additional magnets in his headpiece to improve retention. However, the doctor and the center advised against additional magnets and the patient has been counseled. Advanced bionics is in the process of gathering more information; once more information is available, a supplement report will be submitted.